Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17186496, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 17283355, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedance. The patient a procedure wherein the leads and splitters were explanted.